Event description:
Additional information reported the etiology was due to the lead.

Event description:
Additional information received reported a zapping sensation.

Manufacturer narrative:
The initial MDR was filed as MFR report . Additional review indicated the correct manufacturing site is # (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's lead was replaced.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
It was reported that the patient would receive a transient shock from her implantable neurostimulator (ins) occurring once a month over the past 6 months. It occurred while working out and subsided immediately. The patient reported random zapping and electrical shock with exercise which resolved immediately with position change. The device was interrogated and all impedances were in acceptable range. The patient was very happy with symptom relief and noted outside of those events she did not typically feel the stimulation. The device was not reprogrammed. The outcome was ongoing.

Event description:
Additional information from the healthcare professional of a clinical study reported the patient was reprogrammed in (B)(6) 2016. Three of their four programs were changed. The event was considered resolved without sequelae.